Event description:
Boston scientific crm received information that this right ventricular lead exhbited low amplitude measurements and noise. The noise was oversensed resulting in inhbition of therapy. The patient noted dizziness. This lead was programmed to bipolar configuration.

Manufacturer narrative:
This lead remains implanted. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened if any additional information is received.